Manufacturer narrative:
Additional information was added to h3, h4, h6, h10. H4: the lot was manufactured from november 18, 2020 - november 19, 2020. H10: the actual device was received for evaluation. The sample was returned containing 22 ml of residual drug fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date and month of year 2021. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused during patient infusion. The device had been filled with flucloxacillin. There was no report of patient injury or medical intervention associated with this event. No additional information is available.